Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Vyaire medical was unable to confirm and duplicate the issue - tubing of the main board looks correct, but the numbers on solenoid were different. It was stated that he was getting 'vent inop' and 'motor fault' on this board. Visual inspection of the uut (unit under test) assembly revealed no visible defects, damage, or contamination. The uut was installed in a known good vela test stand. The test ventilator powered in ventilate mode where the unit showed no alarms upon start-up. Unit was powered in service mode and the event log showed no failures. Allowed to cycle for over an hour, no vent inop or motor faults alarms were found. The uut was tested and found to be functioning as intended. Moreover , the customer placed an order (vela diamond,replcmnt,cf2 main pcba w/pcba 29415-001) and part was shipped.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the tubing on the main board of the vela ventilator looks correct, but the numbers on solenoid were different. It was stated that he was getting 'vent inop' and 'motor fault' on this board. There is no information of patient involvement as of this time.